Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst upon inflation. Therefore, a second mynx was inserted and deployed fine. There was no reported patient injury. There was no known calcium or limitations that caused the malfunction. The device was stored in a temperature-controlled room. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used in a diagnostic peripheral procedure, with a retrograde approach. The vessel was the common femoral and the lesion was not calcified. There was no vessel tortuosity/angulation. There was no stenosis. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure before being pulled to the arteriotomy. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the procedural sheath was returned. The sealant sleeve was frayed, probably due to handling. Per microscopic analysis, the sealant sleeve were frayed and the sealant was exposed. Per functional analysis, leak testing was performed on the balloon of the returned device. However, the balloon could not be inflated due to the catheter¿s lumen clogged by dried contrast. Multiple attempts to inflate the balloon with water were exhausted. A product history record (phr) review of lot f2006901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿balloon loss of pressure-in patient¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿discard the device if the balloon does not maintain pressure¿. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f2006901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst upon inflation. Therefore, a second mynx was inserted and deployed fine. There was no reported patient injury. There was no known calcium or limitations that caused the malfunction. The device was stored in a temperature-controlled room. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used in a diagnostic peripheral procedure, with a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon loss pressure before being pulled to the arteriotomy. The vessel was the common femoral and the lesion was not calcified. There was no vessel tortuosity/angulation. There was no stenosis. The device is expected to be returned for evaluation.